Event description:
It was reported that prior to a device replacement procedure for normal battery depletion, all sensing measurements from this right ventricular (rv) lead were found to be stable and within range. However, after it was connected to the new implantable cardioverter defibrillator (ICD), only the rv coil to can configuration was found to exhibit in-range shock impedance measurements. The impedance measurements from the other potential configurations were high, and out-of-range (>200 ohms). The physician rechecked the device-to-lead connection, and re-inserted the lead into the ICD header, but the out-of-range shock impedance measurements persisted. The physician elected to program the device to the rv coil to can configuration, and the boston scientific technical services (ts) for advice. Ts stated that a potential rv coil fracture could have occurred due to pocket manipulation during the replacement procedure. Additionally, it was confirmed that under-insertion into the header was unlikely, as the physician re-inserted the lead and it passed the tug test. Ts recommended re-assessing the different rv vectors in-clinic via pacemaker system analyzer (psa) testing, provocative maneuvers, and diagnostic imaging. Commanded shock testing was also discussed to evaluate the impedance measurement of a delivered shock. At this time, the system remains implanted and in-service. No adverse patient effects were reported.